Event description:
A facility reported the pressure of the valve could not be adjusted. The issue was detected before implantation; however, the event led to increased surgical delay over 30 minutes. The procedure was completed with a replacement product available. Note from manufacturer (integra) - additional information states that the valve was replaced during implantation procedure and the patient was later hospitalized with shunt infection. It is unknown if the replacement valve is integra and no additional information has been received for clarification.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.